Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a short shock fault code. There was also evidence of noise on the right ventricular (rv) lead. The device was programmed off pending intervention. The patient refused intervention. The device remains in service. No adverse patient effects were reported.